Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the pump's calibration failed. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found missing tamper seal and that the latch/lock would not release. There was no evidence of the error, or the reported problem recorded in event history log. The customer reported problem was verified/duplicated. During the investigation, it was found that excessive loctite was intruded into the sensor. This caused the sensor to become intermittent and unable to be calibrated. This was found to be the cause of the reported problem. For corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: correction: h4: mfg. Date. 30-jul-2020.

Manufacturer narrative:
Additional information received on 06-sep-2022 via email and attached in complaint object: there was no patient or technician involvement was indicated at the time the pump was received at our facility for repair. All issues found with this device were found during testing at our facility. H6: event problem and evaluation codes: updated h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120